Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated total human chorionic gonadotropin (thcg) result was obtained on a patient sample on the atellica im 1300 analyzer. Calibration and quality control (qc) were acceptable on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the instrument and identified a high secondary vacuum, adjusted the vacuum and tested it multiple times, found errors and build up on the wash stations, cleaned it, checked all fittings, adjusted waste lines, and fixed bypass tool error by switching the breaker off and replaced regulator. Then, the cse ran pre atellica test protocols twice, auto check multiple times and qc, which recovered acceptably. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely elevated total human chorionic gonadotropin (thcg) result was obtained on a patient sample on the atellica im 1300 analyzer. The initial result was reported to the physician(s), who questioned the result. Another sample from the same tube was reprocessed on the original analyzer and a lower result was obtained. The repeat result matched the study group criteria and was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated thcg result.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2024-00308 on 22-nov-2024. Additional information (22-nov-2024): in addition to the service activities mentioned in the initial report, the siemens customer service engineer (cse) cleaned the wash station aspirate/dispense ports, tested 80 replicates and ran precision, which was acceptable. Siemens reviewed the instrument data and determined that there was no evidence of aspiration or dispense issues impacting the delivery of sample or reagents. Investigation findings and investigation conclusions codes in section h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.